Event description:
It was reported that the patient is stating that his spinal cord stimulation (scs) system may be causing him seizures. No further information has been obtained despite good faith efforts.